Event description:
Patient had ercp [endoscopic retrograde cholangiopancreatography] in endoscopy room. Plastic disposable cap located on the distal tip of ercp scope dislodged and was located in the patient mouth in post-anesthesia care unit. Manufacturer response for ercp endo cap, olympus (per site reporter). They are coming to evaluate the item.